Event description:
It was reported by the aci clinical specialist that a (B)(6) year old male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the right cfa (common femoral artery) via a 7f sheath (model unknown). There were two sheath exchanges. A buddy wire (guide wire), 50/50 contrast and saline mixture were used. Peri-procedure, the patient was anti-coagulated with 4,000 units of heparin and 20mg of protamine. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5-7mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. Was reported that the balloon was prepped and then the device was inserted into the sheath. The balloon was inflated and visualized under fluoroscope. The balloon popped proximal to the arteriotomy. Access was maintained with the buddy wire and a device from another manufacture (angioseal) was attempted but this device failed. The patient was converted to 30 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a micro tear on the balloon, approximately 5.5mm from the balloon proximal tip. The review of the lhr (lot f1313406) indicated that the mynx lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.